Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. All operating currents are within specification. Unit was received with cracked battery tube threads, broken reservoir tube lip, and missing reservoir tube o-ring. Test reservoir does not lock properly inside the reservoir tube.

Event description:
The customer reported via phone call that the top of the reservoir compartment was cracked. His belt clip broke. His blood glucose level went high and he noticed the reservoir was screwed out. Customer's blood glucose level was 250 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.